Event description:
It was reported that a shaft break occurred. The target lesion was located in an unspecified coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate lesion. During the procedure, when the physician loaded on the guide wire the device inside the guide catheter, he noticed that balloon pinched from the hypotube, remaining inside the guide catheter. The shaft of the balloon catheter was in two pieces. The physician removed the guide wire and the disrupted balloon shaft from the guide catheter with the guide wire. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood on the balloon. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 96cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in an unspecified coronary artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate lesion. During the procedure, when the physician loaded on the guide wire the device inside the guide catheter, he noticed that balloon pinched from the hypotube, remaining inside the guide catheter. The shaft of the balloon catheter was in two pieces. The physician removed the guide wire and the disrupted balloon shaft from the guide catheter with the guide wire. No patient complications were reported and patient's status was stable.